Event description:
It was reported the patient had the pump replaced following a motor stall and change in therapeutic effect. The patient notified the healthcare provider on (B)(6) 2012 that the pump was alarming. When the patient arrived at the hcp's office later that morning, the patient was jittery and 'not quite him/herself,.' In addition, the patient had increased tone to legs. When the pump was interrogated, a motor stall was found to have occurred on (B)(6) 2012 at 2122. The patient was admitted to the hospital for pump replacement, and continued to be managed with oral baclofen until the pump was replaced. Pump was replaced (B)(6) 2012. The patient was discharged home on (B)(6) 2012 and recovered without any sequelae. The medication in the pump was lioresal (baclofen). It was later reported on (B)(6) 2012 that the cause of the motor stall remained unknown to the reporter and the patient was 'doing fine.' Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Final analysis of the pump found a pump motor gear train anomaly and corrosion, wear and/or lubrication. There was significant residue on the gear 1 and also some residue seen on gear 3.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).